Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had, fractured suture. There was no reported patient involvement and outcome.